Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The customer reported that the ventilator rebooted while the ventilator was connected to a patient and the ventilator audibly and visually alarmed. No reported patient injury.

Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis revealed that on the reported date of event ((B)(6) 2017) no ventilator reboot was logged. However, on 2017-04-19 and 2017-05-18 the log entries show error codes that indicate a warm start of the device. The logged error codes reveal a singular deviation within the sequence program that can be attributed to the software. A restart of the whole electronic system was triggered by the safety software as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation was continued with the latest settings which was confirmed by user log recording.

Event description:
Refer to the initial-report.